Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for upstream occlusion during therapy (medication, dose, programmed amount and delivery rate unknown), and all fluid appeared to remain in the bag. There was patient involvement and medical intervention was required but patient injury related to the reported event was unknown. No additional information is available.